Event description:
It was reported that the customer was hospitalized. Customer's blood glucose levels at the time of hospitalization 308mg/dl. It was not mentioned if the customer was wearing the insulin pump at the time of hospitalization. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.